Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on the left lead and the right lead had migrated. Weight gain was reported; however, the patient did not experience ineffective therapy. To address the issue, the leads were replaced via surgical intervention on (B)(6)b 2025. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.